Manufacturer narrative:
Initial reporter e-mail: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to collapsed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of collapsed tubes. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes with extenders with molding defects that can be used. This event occurred two times. The following information was provided by the initial reporter. The customer stated: squashed tubes were used by collections staff to collect blood on patients without realising the tube has been deformed. As a result a recollection has been required as the stability of the tube cannot be guaranteed.